Event description:
It was reported that while clamping the patella the blue plastic bumper broke off. No injuries or delays reported. Back up available.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The top plate was fractured at the pin connection point causing the device to disassemble. The piece that fractured off was not returned. The device exhibits signs of extensive wear/ usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.